Event description:
It was reported that during an unknown procedure the iris valve seal was broken during the procedure. Changed to another of the same device to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the hap02 device was received with the iris seal torn. The initiation site appeared to be from lower ring and propagated to upper inner ring in six different places. However, it could not be determined what may have caused this condition. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did any part of torn iris seals fall into patient? No. If so, were all device components retrieved from patient? Was there any change to procedure or post-op patient care? No.